Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-01475 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib cable receptacle was replaced and the customer will be sent a new multifunction cable as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.